Event description:
It was reported that the patient experienced loss of therapeutic effect with increased spasticity and pruritus. It was reported that the "patient suddenly dropped to his knees" and was taken to the emergency room for treatment. The reservoir volumes were measured and were accurate. A therapeutic bolus of 150 mcg was programmed, there was no response. The patient then began experiencing sweating and pain as well. No alarms were noted. An epidural catheter was inserted and connected to an external pump. The patient was then getting excellent relief. Five days later, additional information was received that reported that a rotor study showed the pump rotor turning roughly 60 degrees. A catheter dye study was successful and the physician was able to aspirate the catheter and get cerebrospinal fluid back. An indium dye study was performed which did not show the indium coming out of the pump until 25 hours later, then coming out of the catheter tip around 28 hours. Rated was at 0.5 ml/day flow rate. Physician again reported that previous refills have not shown any volume discrepancies. The patient's pump contained baclofen 2000 mcg/ml at 1000 mcg/day. Additional information received noted that the patient had been scheduled for surgery (unspecified), but surgery was cancelled and patient was responding well to therapy. Additional information has been requested from the health care provider, but was not available as of the date of this report.